Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were experiencing telemetry drop outs in newly installed mx40's connected to piic ix. No pt harm was reported.